Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (insulin on board calculation) issue. There was no indication that the product caused or contributed to an adverse event. This is reportable because inaccurate insulin on board calculations could cause the user to improperly dose.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 01/10/2017 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The insulin on board calculation for this pump functioned properly and behaved according to its algorithm. This behavior was not the behavior expected by the user. The complaint was not duplicated and no defect was found.